Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This report is 1 of 2 allegations of "no readings", "sensor error" or "brief sensor issue" that had similar event details. Related records: (B)(4).

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the (B)(6) 2025. On the same day, it was reported that the patient experienced a sensor error after which they experienced a hypoglycemic event. This report is 1 of 2 allegations of "no readings", "sensor error" or "brief sensor issue" that had similar event details. The day of the event the patient blacked out (it was understood the patient lost consciousness). The dexcom device would not have been displaying readings at that time. The parent called their neighbor who called an ambulance. While waiting for the paramedics the patient was treated with glucagon by the neighbor. The patient regained consciousness after this, and the paramedics did not provide any further medication, but the patient was given lemonade, banana and a ¿nose spray with glucose inside¿, it is unknown if baqsimi was meant by this. The patient recovered at home, and did not go to the hospital. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B3 date of event - correction. B5 describe event or problem - correction. E1 initial reporter street line 1 - correction. H2 correction/additional information. Concomitant medical products - additional.

Event description:
Subsequent to the supplemental MDR, a correction is required due to an updated event date and reporter's address. It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a sensor error after which they experienced a hypoglycemic event. This report is 1 of 2 allegations of "no readings", "sensor error" or "brief sensor issue" that had similar event details. The day of the event the patient blacked out (it was understood the patient lost consciousness). The dexcom device would not have been displaying readings at that time. The parent called their neighbor who called an ambulance. While waiting for the paramedics the patient was treated with glucagon by the neighbor. The patient regained consciousness after this, and the paramedics did not provide any further medication, but the patient was given lemonade, banana and a ¿nose spray with glucose inside¿, it is unknown if baqsimi was meant by this. The patient recovered at home and did not go to the hospital. At the time of the report the patient was stable. A review of performance data shows that the patient's urgent low alert, which is fixed at 55 mg/dl, had the audio set to match phone at the time of the incident. The low alert was disabled. At 6:55 am on (B)(6) 2025, the patient's estimated glucose values dropped below the urgent low alert threshold and the app delivered an urgent low alert at full volume with an egv of 46 mg/dl. The patient's egvs stayed below the urgent low threshold and the app continued to deliver urgent low alerts at full volume every five minutes until the alert was finally acknowledged at 10:00 am. At 10:05 am, the patient's egvs rose above the urgent low threshold with an value of 56 mg/dl. The patient's egvs straddled the urgent low alert threshold for the next 15 minutes, and then from 10:25 am to 10:45 am, the patient experienced a period of signal loss. The availability of backfilled data shows that the patient's egvs began to rise while the patient was in signal loss, going from 61 mg/dl when the signal loss started to 132 mg/dl when the signal returned. The reported complaint is undetermined and the root cause of the hypoglycemic event could not be determined. No sensor error was observed at all at the alleged time of the incident nor on the alleged date of incident. Although a brief period of signal loss was found, the system had delivered audible urgent low alerts for an extended period of time before the signal loss started. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the (B)(6) 2025. On the same day, it was reported that the patient experienced a sensor error after which they experienced a hypoglycemic event. This report is 1 of 2 allegations of "no readings", "sensor error" or "brief sensor issue" that had similar event details. The day of the event the patient blacked out (it was understood the patient lost consciousness). The dexcom device would not have been displaying readings at that time. The parent called their neighbor who called an ambulance. While waiting for the paramedics the patient was treated with glucagon by the neighbor. The patient regained consciousness after this, and the paramedics did not provide any further medication, but the patient was given lemonade, banana and a ¿nose spray with glucose inside¿, it is unknown if baqsimi was meant by this. The patient recovered at home, and did not go to the hospital. At the time of the report the patient was stable. A review of performance data shows that the patient's urgent low alert, which is fixed at 55 mg/dl, had the audio set to match phone at the time of the incident. The low alert was disabled. At 6:55 am on (B)(6) 2025, the patient's estimated glucose values dropped below the urgent low alert threshold and the app delivered an urgent low alert at full volume with an egv of 46 mg/dl. The patient's egvs stayed below the urgent low threshold and the app continued to deliver urgent low alerts at full volume every five minutes until the alert was finally acknowledged at 10:00 am. At 10:05 am, the patient's egvs rose above the urgent low threshold with an value of 56 mg/dl. The patient's egvs straddled the urgent low alert threshold for the next 15 minutes, and then from 10:25 am to 10:45 am, the patient experienced a period of signal loss. The availability of backfilled data shows that the patient's egvs began to rise while the patient was in signal loss, going from 61 mg/dl when the signal loss started to 132 mg/dl when the signal returned. The reported complaint is undetermined and the root cause of the hypoglycemic event could not be determined. No sensor error was observed at all at the alleged time of the incident nor on the alleged date of incident. Although a brief period of signal loss was found, the system had delivered audible urgent low alerts for an extended period of time before the signal loss started. No additional patient or event information is available.